Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6)) underwent cardiac ablation procedure for atrial tachycardia (at) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The effusion was discovered after the patient had left the lab. The effusion was discovered in the recovery room and a pericardiocentesis was performed. The amount of fluid removed is unknown. Patient was stable at the time of the call. The ablation wattage they were ablating at about 30 watts average. The event was discovered post use of biosense webster products. Physician did not provided a causality opinion. The patient had fully recovered. There was no information regarding extended hospitalization. The transseptal was performed with baylis needle. Ablation was performed prior to the event, there was no evidence of steam pop. There were no error messages observed on biosense webster equipment during the procedure. Dashboard, vector and visitag were used for force visualization. The visitag settings were 25% for 3 seconds. Size 2 mm, respiration gating was ¿on¿. Fti index was used for coloring option. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR-reportable.